Event description:
Consumer called stating that she has allegedly fallen out of a rental 9xt manual wheelchair twice within 2 days. No mention of where the incident took place, what caused the fall, if there was a malfunction or if consumer action caused the fall. Consumer was taken to the hospital by paramedics. No injury alleged. Unsuccessful attempts to contact user and dealer for additional information.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9xt, serial number/date (B)(4) is approximately 2 years 8 months old. This is a rental unit, not the user's personal device. The owner's manual part number 1056953 rev p (nov-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the user was given a copy of the owners manual when she rented the device and has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the user does not understand the written warnings, cautions or instructions then they should contact invacare. The user is a (B)(6). The user's medical condition, stability and medication regimen are unknown. The user's technique while using the device is unknown. The maintenance history of the rental device is unknown. The malfunction has not been confirmed.